Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the leads were revised.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead has migrated and surgical intervention may be pending to address the issue.